Manufacturer narrative:
The investigation for the reported saturated flow issues has been completed. The impella device has been returned for evaluation. A review of the data logs revealed that, upon pump activation, there were rapid increases in motor current (little to no pulsatility), pump flow, and purge pressure. Placement signal metrics were inconsistent but were generally increasing. Purge heparin levels were at 0 for the entirety of support. Visual inspection of the returned pump revealed considerable biomaterial occluding the purge gap. No other abnormalities were found, and the pump appeared to be cleaned prior to return. When the pump was connected to the aic, there were no relevant alarms that occurred. In conclusion, it was determined that the cause of the pump flow issues was ingested biomaterial most likely due to the lack of heparin in the purge solution. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. It was reported the impella was successfully placed and approximately twenty minutes after start-up the pump stopped with a flat placement signal. The decision was made to remove this pump and replace the pump with a new impella. There was no patient harm reported.